Event description:
Information received indicates a leak was detected from the flow probe component during the case. Attempts made by the hcp to stop the leak by adding tie bands were unsuccessful and the unit was changed-out with no consequence reported to the pt.